Event description:
Additional information reported that the shocking started from the lower left back( where the battery/transmitter is) all the way down to their left leg. It was noted that it was a very painful shock, patient tried to cut it back on and was still getting shock. The hcp made an appointment in 2016, tests were ran and it was determined that to be defective. The patient had surgery to remove and replace their interstim leads and battery in 2016. The patient was on these concomitant medical products: nexplanon, nucynta, nuvgil, klonopin, nuerontin, igg, hizentra, treximet, zofran, elavil, norvasc, vitamin b12 shots, and vitamin d3.

Event description:
The patient reported she was getting shocked since 1.5 weeks ago. The patient stated she was riding in a truck and had programmer with her and started to get a shock in her back that would radiate down her leg. The patient turned stim off and the shocking stopped immediately but muscles were still contracting. The patient turned stimulation on the next day but it was still doing the same thing. The patient saw the doctor and did an x-ray and everything looked "normal". The patient has an appointment with doctor and representative on (B)(6) 2016. There was no trauma reported. The patient stated she did have a fall about 1 month ago since patient has turned therapy off she was having to use catheters again and getting urinary tract infection. It was confirmed that therapy was off. The change in therapy/symptoms was noted as sudden. It was later reported that the doctor has determined that they need to take her current ins out and replace it. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.